Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, in the afternoon the patient started to feel "different". On the (B)(6) 2022 around 4:30 am, the cgm alerted and was reading 50 mg/dl, so the patient went to the fridge and drank a glass of milk. At that time, the patient´s husband checked her blood glucose and the bg meter was reading 260 mg/dl. The patient´s husband took the patient to the hospital because they felt that something was 'not quite right'. At that time the patient reported that she could not think and that she was losing memory. On their way to the hospital, the patient was disoriented and her husband reported she was 'quite out of it along the way'. At the hospital, they took a blood glucose reading which was 394 mg/dl. They could not determine what was going wrong, the patient cannot remember the details, they could not determine if it was because of her normal medication or because of the sensor. The patient was evaluated and they excluded that she was suffering from a stroke. It was determined that there was nothing physically wrong with the patient and they attributed her symptoms to a psychiatric problem. A magnetic resonance image (MRI) was performed, and they removed the sensor. The results of the MRI were not available at the time of the event. The patient was hospitalized and during the hospitalization she was not wearing the cgm sensor. There is no documentation about any additional treatment provided during the hospitalization. On (B)(6) 2022, the patient was discharged and sent back home. When they were at home, the patient's blood glucose reading on the bg meter was 444 mg/dl to 521mg/dl. It is unknown what the cgm value was during this time. The patient was treated by her husband with 15 units of lantus. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.